Event description:
It was reported that the device heated up. No further info has been provided.

Manufacturer narrative:
The device is not being returned to the manufacturer for eval. If additional info becomes available and the device is returned a follow-up report will be submitted.